Manufacturer narrative:
Because evaluation of the unit involved is not completed as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report.

Event description:
It was reported that an aseptico mini head torque contra angle was wobbling during use, possibly causing a file to separate; the canal was filled with the separated piece in place.